Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and the patient experienced shortness of breath. The ra lead remains in use. The device "may have possibly misclassified episodes of atrial tachycardia/atrial fibrillation (af) as non-sustained ventricular tachycardia episodes due to the ra lead undersensing." The device remains in use. No further patient complications have been reported as a result of this event.